Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urinary/bowel dysfunction and urge incontinence. It was reported, that the patient never experienced any improvement in their symptoms with the first implant. Patient said, that their new doctor said, that the first time the implant was put in. It wasn't put in completely in the right place. Patient said, that they had it redone on friday. Patient said, they were never told that there was more than one setting on the device. And that they could change it, if one didn't work. Patient said, they didn't know about any adjustments and never made any adjustments with the first implant. Patient said, they became so frustrated, that they turned therapy off. And then their primary care doctor referred the patient to a different doctor. When asked, patient said, that the x-rays were taken in late may or early june. And it was determined, that the battery pack was put down, where patient sat on it, instead of up where the patient didn't have to sit on it. And that, the lead wasn't put in the correct place. Patient then said, that they did some more tests and decided to redo the implant. Patient asked, for programming direction. Therapy information and general programming guidance were reviewed with the patient.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use, during the event include: brand name: surescan, product ID: 978b128 (lot: va2t6lk), product type: 0200-lead, implant date (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.